Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced redness, bleeding, pain, and granuloma around the stoma site. On (B)(6) 2023, the patient underwent the replacement of pegj tubing. It was reported that the patient's granulated tissue was removed via opd. On an unknown date a culture was obtained and the patient was prescribed oral amoxicillin for the stoma site infection.